Manufacturer narrative:
The vessel sealer instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or if the instrument is returned. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, it was alleged that the vessel sealer instrument would not seal tissue. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer instrument was unable to seal tissue. The procedure was completed with no report of fragments falling inside the patient, patient harm, adverse outcome or injury.